Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his senor was putting him in a threshold suspend overnight. Customer stated that he checked his blood glucose and it was 217 mg/dl. Customer's sensor glucose was 240 mg/dl this morning and his blood glucose was 110 mg/dl. Customer stated that there is also a crack on the top of the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.